Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Customer stated that the pump was in her pocket. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.